Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a damaged cartridge compartment, and a display failure. This report is made based on results of investigation completed on 11/26/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/26/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump battery compartment was observed to be cracked. A chip in the pump casing at the cartridge compartment was found. Additionally, the display screen appeared dim, fading, and discolored. Unrelated to the issues, the bolus button cover was torn, however the button responded properly. (B)(4).